Event description:
It was reported to philips that the system would not turn on. The system was not in clinical use. No user or patient harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the host pc will not boot when turned on. The rse checked and found that the host pc was bad and needed replacement. The third party engineer available onsite performed all the troubleshooting actions. The customer installed the new pc with the old hard drive but the issue still persisted. The rse recommended the customer to re-order the host pc and a new hard drive and restore it from a good ghost backup. The customer ordered the new part in another case ID later and replaced it. After the replacement, it was found that a new license file is required. So, the customer had logged in another case ID to get the license file for the new pc. After the license file was provided by the rse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.